Manufacturer narrative:
Concomitant medical products:¿ product ID 39286-65 lot# serial# va0dk8a028 implanted: (B)(6) 2014, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39286-65, serial/lot #: va0dk8a028, ubd: 28-oct-2017, UDI#: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The reason for call was caller reported that they were intra-op and pt was having their restore ins replaced with intellis but the lead was stuck in the ins. Caller inquired about techniques to get the lead out of the ins. Caller confirmed the set screw was completely backed out of the ins. Tss reviewed information and provided instruction to attempt to twist the ins in attempt to free the lead. Caller stated that was not working and said the surgeon attempted to use a pliers and was still unable to free the lead from the ins. Caller also stated the surgeon attempted to break the ins apart to free the lead but the lead was still stuck in the ins. Caller stated if they have to replace the lead as well, they will most likely need to complete the procedure at another time as they were not prepared to do a complete replacement today. Caller confirmed that they will return the ins for evaluation. Caller stated they will continue to attempt to get the lead out of the ins. On (B)(6) 2022, additional information was received from the manufacturer representative (rep) reporting that the patient¿s doctor was able to get everything off the lead, but the lead was damaged. The cause of the difficulties disconnecting the lead from the ins appeared to be bodily fluid leakage into the set screw. It was reported that everything was broken apart, drilled and destroyed. It was stated that one of the paddles was in the ins and the other damaged tail was behind the battery with a plug in the other part. On (B)(6) 2022, additional information was received from the manufacturer representative (rep) clarifying that the doctor did finally get the lead out of the patient¿s previous ins after breaking it apart it was all discarded and patient was getting good coverage with one tail plugged into the new ins. The other was damaged and there was a plug in the other slot.

Manufacturer narrative:
Continuation of d10: product ID 39286-65 serial# (B)(6) implanted: (B)(6) 2014: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.